Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently the pump overheats when the battery was being charged. Customer's blood glucose was 234 mg/dl. Customer continued to use pump for insulin therapy.